Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on a v200 ventilator and it was reported that the device had an error message. The device was not in clinical use at the time the issue was discovered. There was no patient or user harmed. The remote service engineer (rse) noted that self-test and pipe supply are normal but can prompt an occlusion alarm. Additional information will be requested regarding this complaint.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. It was confirmed that the customer was not operating the device correctly. Based on information provided, the customers alleged malfunction was confirmed to be a user error. The device was confirmed to be operating per specifications and no failure was identified. The alleged malfunction was confirmed to be a user error. The investigation concludes that no further action is required at this time.